Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/06/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a diagnostic code indicating an air valve liftoff failure was observed on the unit. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08nov2018. Date of manufacturer: 07nov2018. Philips field service engineer confirmed this malfunction was reported in error. There was no malfunction.